Manufacturer narrative:
The manufacturer's quality records demonstrate that adequate product sterilization was achieved prior to product release.

Event description:
Manufacturer was informed that an uneventful ablation procedure was performed on an otherwise healthy patient suffering from menorrhagia secondary to dub. Three days following the procedure, the patient was admitted to the to the hosp and diagnosed with septic shock and dic secondary to streptococcus b septicemia. IV fluids and antibiotics were administered. A CT scan identified a 5-cm mass on the right side of the uterus. Exploratory laparotomy was performed. No uterine perforations or mechanical/thermal damage to the organs of abdominal cavity were present. A 5-cm right broad ligament hematoma was identified. A total abdominal hysterectomy with bilateral salpingo-oophorectomy was performed. Cultures were taken from the content of hematoma and uterine cavity, which were found to be positive for streptococcus b. The state of the patient continued to deteriorate and she was transported to an alternative medical institution, admitted to the ICU, and placed on a ventilator. Efforts to stabilize the patient were unsuccessful and the patient ultimately expired. The device user confirmed that uterine specimen pathology report indicated absence of perforation.